Event description:
It was reported that an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient's heart rate was difficult to control throughout the implant procedure and the patient experienced hypotension. The patient was discharged home two days post index procedure. Three days post index procedure, the patient returned to the hospital with shortness of breath. The patient experienced a pleural effusion and the patient had 1800 cc of fluid removed via thoracentesis. Echocardiographic imaging was performed, and the closure device was found embolized in the mitral valve. The patient was transported to another hospital on the same day the closure device embolization was discovered, and the closure device was explanted from the patient four days post index procedure. The patient received a new mitral valve following the explant of the closure device. The laa was ligated with sutures. The patient was then transported to the ICU and was stable. The patient was then transferred back to the implanting facility eleven days post index procedure and remained hospitalized due to blood in the urine and was awaiting discharge following a urology consultation.